Event description:
Allegedly per literature, "the effect of demineralized bone matrix-calcium sulfate with vancomycin on calcaneal fracture healing and infection rates: a prospective study", there were three patients with serious wound problems. One required vacuum-assisted closure device and split-thickness skin graft. One required vacuum-assisted closure and local care, and the other required a local rotation flap for coverage.

Manufacturer narrative:
Conclusion: no device failure.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.